Event description:
It was reported that the customer was having some issues with the way they flush chemo. Their current workflow is that the bag of chemo will be primed in pharmacy, then this information will be send from epic to the alaris pump. The rn will then flush the line under the chemo guardrails so in many cases it may take longer than the 1 hour to infuse the entire bag of medication. It was noted that there was a concern that the chemo IV bags did not properly empty and the flush gets started without assessment. And the customer agreed with the concern and noted that it would make infusion times even longer because the clinician may have to go back and add volume to the chemo infusion and then add the flush again. There was patient involvement but the harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.